Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, 2,126 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services provided programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, 2,126 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services provided programming options. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received in which the health care professional (hcp) called regarding magnetic resonance imaging (MRI) compatibility. However, the hcp had a note that one of the leads was fractured. Additional information was requested from the field representative however, no new information was obtained. Technical services noted since there is out of range right ventricular (rv) pacing lead impedances and the lead is chronically old there could be a lead issue. At this time, the lead remains in service. No adverse patient effects were reported.